Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was 239 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer also reported of being hospitalized on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and nausea. Customer was hospitalized due to high blood glucose. Customer was wearing insulin pump at the time of hospitalization. Customer found that blood glucose was high due to bent cannula. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test and motor position encoder error alarm confirmed in alarm history due to motor encoder signal out of phase. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.